Manufacturer narrative:
(B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device appears to have a scratch on it's lens was unable to be confirmed. However, other defects were found with the device upon evaluation by the supplier. It was found that the outer tube was damaged and distal tip of the optical system showed strong traces of usage (i.e scratches, discolorations, deposits). There were deep indentations at the distal end and images on the camera were blurred and partially dark. Click noises could be heard b shaking the endoscope. The device was repaired, tested and found to be working according to specifications. The images on the camera are blurred due to the loosened spacer in the optical system of the endoscope. The gluing connection of the last spacer of the optical system of the endoscope was broken. Therefore, the optical components inside the optical system can move which has caused the clicking noises and the blurred image. A broken gluing connection at the last spacer of the optical system, the damaged outer tube and the damaged distal ends are caused by applying too much force on the endoscopes during usage by the customer or by an handling error during usage. Most probably, the endoscope got hit or fell down by mistake or the distal end got in contact with sharp instruments. It was also concluded that the last spacer of the optical system was glued correctly. A review of the device history record indicated that this product (serial : (B)(4) was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a review of the device history record indicated that this product (serial : (B)(4) was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.

Event description:
It was reported by the customer that the hd epscp,4.0,30,167,mitek scope device appeared to have a scratch on the lens. During in-house engineering evaluation of the device, it was determined that was found that the outer tube was damaged, the distal tip of the optical system showed strong traces of usage (i.e scratches, discolorations, deposits), the distal end had deep indentations, the camera had blurred images that are partially dark, the gluing connection of the last spacer of the optical system of the endoscope was broken, and there were clicking noises when the endoscope was shaken. This event did not occur during surgery. There was no patient involvement. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.